Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 385+ mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels, patient's mother did not believe the cannula had properly inserted in the infusion site (arm). As treatment, pod was removed and insulin was delivered.